Event description:
A review of a literature article titled: "comparison of robotic and conventional laparoendoscopic single-site hysterectomy for large uterus using da vinci xi system: a propensity scores matching analysis" was performed. The article involves a single-center retrospective cohort study whose aim was to to compare the perioperative outcomes of the two approaches in benign hysterectomy for large uterus and to evaluate whether robotic laparoendoscopic single-site surgery (r-less) is an optimal approach. The patients, enrolled between may 2021 and september 2023, had undergone transumbilical single-site hysterectomy with or without da vinci xi system indicated for uterine myoma or adenomyosis with uterine weight exceeding 280g. The age range was 47.9 ± 4.3 and the bmi (kg/m2) was 23.0 ± 2.7. There were 2 minor complications in the r-less group including 1 fever and 1 poor wound healing that cured by conservative treatments. However, 1 patient with vaginal stump hemorrhage required readmission for surgical repair that was regarded as a major complication. Ten postoperative complications in the less group consisted of 6 fevers, 1 pulmonary infection, 1 vaginal stump hemorrhage, and 2 urinary retentions, which were all cured without reoperation and regarded as minor complications. The study concluded that robotic and conventional laparoendoscopic single-site hysterectomy for large a uterus is feasible and safe with beneficial surgical outcomes. However, the laparoendoscopic single-site surgery was easier to be grasped and more likely to handle challenging conditions with assistance of da vinci xi system. There were no accusations against the da vinci system or its instruments/accessories.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Intuitive surgical, inc. (Isi) reviewed the site¿s complaint history, which revealed a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A system log review was not performed since there is insufficient or unconfirmed event information. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Citation: chen, y., zheng, y., yang, f., wang, q., liu, j., chen, s., & yang, x. (2025). Comparison of robotic and conventional laparoendoscopic single-site hysterectomy for large uterus using da vinci xi system: a propensity score matching analysis. European journal of obstetrics & gynecology and reproductive biology, 307, 252-257. Https://doi.org/10.1016/j.ejogrb.2025.02.036.